Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter, charging cable and charging pad. Replacement tandem-provided charging supplies were sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.